Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was received with broken battery cap.

Event description:
Customer reported via phone call that the plastic cover for the battery cap has come off . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.